Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet system, with reports of ¿bg high¿ for several hours and difficulty completing an infusion set change, leading the care team to suspect an infusion set failure; the user was advised to transition back to a prior insulin pump and cgm until in-person retraining could occur. Symptoms included elevated glucose readings without reported nausea, vomiting, or polyuria. Outcomes included no hospitalization and subsequent use of a different insulin delivery system while awaiting education. Investigation included review of the event history through customer communications and coaching, along with problem assessment focused on infusion set function and user technique. Investigation of this case revealed a suspected infusion set failure in the context of user difficulty managing supplies and performing the set change, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.